Event description:
Patient required revision hip surgery, mom issue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products was unable to confirm the reported event as there was no clear reason for revision provided. A search of the complaint database did not show any other reports against the provided product and lot combinations. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a, rev. A. No additional information was obtained, with an exception of the attached letter from the doctor. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.